Manufacturer narrative:
The device was exchanged and disposed of by the distributor. The defective device is not present for investigation. It was determined that this complaint is related to an issue identified on 01/19/2018 in which otherwise fully functioning pumps display a battery missing error notification, which can be caused by repetitive unplugging and plugging when the battery is fully charged. This situation can potentially lead to a therapy interruption. The user is notified of such malfunction via an audible and visual notification and is instructed via the instructions for use to contact their healthcare provider in order to receive a replacement device.

Event description:
On (B)(6) 2017, a distributor reported to medela (B)(4) that the motion+ device was warm and could not be charged.